Manufacturer narrative:
The device was not returned to nevro for investigation. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient's ipg pocket had not healed after implant, exposing the device. As a consequence, the ipg was explanted. There have been no further reports of complications.